Event description:
The customer reported that oozing occurred although an end tone, indicating a completed seal cycle, was heard. It was also noted that the blade was not cutting sufficiently. This was the second device utilized in the case. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within spec. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report of a partial seal. The knife blade did not extend or retract when the trigger was activated because the blade was hitting the back of the seal plate. This device is no longer being mfg by covidien so no corrective actions are planned for this issue.